Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 260 mg/dl with slight nausea and dry mouth associated with a loss of prime issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the pump continued to emit loss of prime warnings despite changing the cartridge multiple times. During troubleshooting with customer technical support, it was revealed that the patient was using the cartridge per its instructions for use and the cartridge cap was secure. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/14/2015 with the following findings: there were ¿pump not primed" warnings observed in the black box. A rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed the sensor was detecting the correct force. The pump was exercised for 24 hours with no loss of primes occurring. The pump was opened and no damage was found to the force sensor circuit. Unrelated to the original complaint, the display was dim and the letters had a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.